Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and the pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 20th october 2009. The returned pad-pak DHR was investigated showing it was 1 of 200 pad-pak¿s manufactured under lot a1654, 197 of which were sent to defibrion on the 30th january 2014. All pad-pak¿s were subjected to a battery voltage test with no recorded fails. A visual inspection of the device showed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed on the 27th november 2009 and that the device had performed to specification up to and including the 15th december 2013. On the 22nd december 2013, the device failed an auto self-test due to a low battery. On the 4th march 2014, information from the history log shows an increase in battery voltage which suggests a further pad-pak was installed. The device was power cycled, passing a self-test. The device passed all subsequent auto self-tests up to and including the 22nd may 2016. On the 29th may 2016, the device failed an auto self-test due to a low battery. An additional low battery fail was recorded on the 1st june 2016, suggesting the device had been in fault mode for up to 20 months prior to receipt at heartsine. No further log entries were recorded. The returned pad-pak was inserted into the device and had failed to power on correctly. A test pad-pak was inserted into the device and successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The returned pad-pak was disassembled to investigate. The battery pack was inspected with no visual abnormalities. The plastic wrapping on each cell was intact and there were no obvious short circuits between the cells. Each cell was measured individually; five of the cells were equally depleted, averaging at 2.32v, however, one cell was found to be significantly depleted, measuring only 0.62v. The plastic wrapper was removed from the anomalous cell and the cell was inspected, with no signs of bulging or venting. The device was disassembled to investigate. Further investigation found the root cause could be attributed to membrane failure. The returned pad-pak was significantly depleted and one cell was found to be more depleted than others. Given that the pad-pak passed out qat on the 30th january 2014, it is assumed that the depletion of the cell had occurred after this time. No visual abnormalities were found on this cell, suggesting the depletion had resulted from the device being in fault mode for a prolonged period following the last low battery fail on the 1st june 2016. Furthermore, the excess current drain may have contributed to the depletion of the cell and resulted in the low battery fails at the end of the log. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.